Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 22 mg/dl. The customer loss consciousness due to bg level but did not sustain any injury or require 3rd party assistance due to bg level. Customer consumed carbohydrates to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.